Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed tricuspid valve regurgitation. This rv lead was explanted to relieve tricuspid valve regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed tricuspid valve regurgitation. This rv lead was explanted to relieve tricuspid valve regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 and h6 impact codes.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed tricuspid valve regurgitation. This rv lead was explanted to relieve tricuspid valve regurgitation. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed tricuspid valve regurgitation. This rv lead was explanted to relieve tricuspid valve regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.